Event description:
An increased intra-peritoneal volume event occurred on the homechoice (hc) during initial drain (I-drain). A low drain volume alarm occurred and the customer contacted globe technical services (tsr) regarding the . The drain volume (dv) equaled 1685ml, the last fill volume (lfv) was 1000ml, and the initial drain volume alarm (ida) setting was unknown. The registered nurse (rn) stated that the home patient (hp) was empty and was requesting assistance in bypassing to fill 1. The technical service representative (tsr) assisted as requested. The nurse was contacted. The nurse confirmed the home patient's largest prescribed fill volume is 1000ml. The nurse stated that the hp did not develop any adverse reactions or require any medical intervention. The nurse stated the hp did not report any further issues and they were currently performing therapy without any complications. The nurse did not provide any other information regarding the increased intra-peritoneal volume. The hc unit was operational.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. As the sample was not available, an evaluation could not be performed. This occurred during initial drain and was further classified as an excessive drain. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter. A follow-up MDR will be submitted if the sample becomes available, or if any additional relevant information is obtained.